Manufacturer narrative:
(B)(4). Device history lot: part # 04.402.027s, synthes lot # 7608079, expiration date: 30 sep 2019, release to warehouse date: 10 nov 2014, (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision with wright medial radial head implant. Removal was due to a loose implant. Bone loss around the stem was also reported. The procedure was completed successfully. Patient outcome is stable. This report is for one (1) 7mm ti curved radial stem 42mm-sterile. This is report 2 of 2 for (B)(4).